Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate unit. The fse could not reproduce the failure. Fse tested the ECG lead wire, and it was normal. The fse stated the battery, and the safety disk were due for replacement, but the customer denied the service. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) did not produce a value when measuring the ECG of the patient. There was no patient harm reported.